Event description:
Consumer was running to catch a ball when her left leg (the leg that had a brace on it) bumped into her right leg. The flexion stop plate on the medial hinge cut into the right leg around the medial condyle, requiring 15 stiches to close the wound.